Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 22ga x 8cm powerglide midline catheter. Usage residues were observed throughout the sample. The catheter exhibited curved shape memory. A permanent kink impression was observed approximately midway along the catheter tube. Microscopic inspection of the sample confirmed the presence of a permanent kink impression, but was otherwise unremarkable. The catheter kinked preferentially at the kink impression site during manual manipulation. The permanent kink impression and preferential kinking and blood residue were consistent with the device becoming kinked either during or following insertion. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was inserted and functioned for little less than 24 hours. At removal 2 kinks were noticed, one just where the 'white' tube starts and one about 1/3rd of the tip of the catheter.